Event description:
"The port was implanted in the patient on (B)(6) 2023. A blood sample was successfully taken from the patient through the port approx. 7-10 days ago, whereby a follow-up questioning of the patient revealed that it probably felt different than usual. On thursday, on (B)(6) 2024, an x-ray had to be taken for medical reasons unrelated to the port (see attachment). It was discovered that the port catheter tube of the port was in the ventricle. An emergency operation was then performed on the patient."

Manufacturer narrative:
Note: product reference 4430000 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record batch record number 36958371 was reviewed: it is within the specifications and no discrepancy was observed. No other similar complaint was reported on the units released in february 2020. Summary of investigation all the elements listed below were transmitted for investigation: the completed form "request for information - acces port incident ", one x-ray picture taken just after the incident, and one celsite t301 sample from batch 36958371. Transmitted information analysis: the device was implanted during less than 13 months via the sub-clavian vein. X-ray picture analysis: we can observe that the access port housing was still connected to the connection ring. The whole catheter seems to have migrated into the heart. Visual inspection: the access port housing is contaminated by blood. Around 15 puncture marks are visible in the silicon septum. The catheter was received in 2 segments: a 0.5 cm long piece of catheter was received still connected to the access port housing. A long segment (17cm) corresponds to the distal part of the catheter that has migrated to the heart. This observation allows us to conclude that the catheter migration is due to catheter rupture at the level of the connection: the long segment (17 cm) has migrated to the heart. And the proximal part (0.5 cm) is still connected to the access port housing under the connection ring. It explains why we cannot see it on the x-ray picture. Several damages and/or pliers' marks are visible on the catheter at the level of the connection and on the exit cannula at the same level. Magnifier inspection: under binocular magnifier, pliers' marks are confirmed on the catheter at the level of the connection and on the exit cannula. Raw material historical review: the raw material used for the connection ring, the catheter and the access port housing batches included in the device kit was verified. The batches are compliant with the defined specifications. No other similar confirmed complaint was reported involving those batches. Root cause the observed catheter rupture just under the connection ring results from damages done during implantation procedure (perhaps due to the use of pliers or other tool during implantation procedure). The extension of the damage due to mechanical forces applied on the device during the implantation period (patient movements, breathing) have finally led to the catheter rupture, and then migration to the heart. Recommandation the IFU specifies: §vi: "during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments. " conclusion no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring, the catheter and the exit cannula present damages around the rupture area. According to the above-mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. This is a rare incident (0.01%). The IFU gives recommendations to avoid catheter damage during implantation. No actions plan is foreseen at that time.

Manufacturer narrative:
Correct batch number - 36958371. No other change or correction needed.

Event description:
"The port was implanted in the patient on (B)(6) 2023. A blood sample was successfully taken from the patient through the port approx. 7-10 days ago, whereby a follow-up questioning of the patient revealed that it probably felt different than usual. On thursday, (B)(6) 2024, an x-ray had to be taken for medical reasons unrelated to the port. It was discovered that the port catheter tube of the port was in the ventricle. An emergency operation was then performed on the patient."